Manufacturer narrative:
All the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. The insulin pump had a force sensor system alarm during prime test due to a faulty force sensor resistor. The device had a scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Report disclosed to the public under the freedom of information act.

Event description:
It was reported via phone call that the insulin pump had compromised force sensor system alarm and button error alarm. The blood glucose at the time of the incident was 6 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.